Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The blood glucose reading at time of call was 380mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the manual prime test and the insulin did exit. The time and date in the device were correct, but the bolus wizard settings were incorrect. The caller stated when the cannula was removed it was curved, but the device did not alarm no delivery. The customer also mentioned that the buttons were sticky. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. However, the insulin pump received with intermittent button response due to corroded keypad traces. The bolus wizard functioning properly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.